Event description:
On (B)(6) 2012, it was reported that the check and menu buttons on the pt's infusion device have stopped working. The infusion device displayed e8 (power interrupt). The pt will use his backup infusion device until a replacement is received. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.